Event description:
It was reported that a caller stated the patient¿s system had shut down on two occasions, clarifying that therapy was found to be off both times. The caller reported the first occurrence was approximately one to two weeks earlier, when the patient experienced a return of symptoms, including shaking and involuntary movements. Therapy was found to be off and was turned back on, after which the symptoms resolved. The caller reported a second occurrence that possibly occurred the prior night, when the patient¿s caregiver noted a return of symptoms, and upon checking, therapy was again found to be off despite the implant having been charged to a full level; therapy was turned back on, and symptoms resolved. The caller inquired how therapy could have turned off and questioned whether powering off the handset could cause this, and it was reviewed that the implant operates independently and that therapy may turn off if the implant battery becomes sufficiently low. The caller also reported concerns that the wireless recharger was no longer providing an audible indication when charging was complete. During the call, charging education was reviewed, charging was confirmed with the rapy on, and an audible charge-complete indication was observed. The caller stated they would monitor the implant battery level more closely and was redirected to the managing healthcare provider for further evaluation.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.